Manufacturer narrative:
Correction: method, result and conclusion codes inadvertently left of previous supplemental report. Codes now provided.

Manufacturer narrative:
Medtronic investigation of returned suspect device confirmed the reported problem: the o-arm pendant shows "connected, but not ready." The returned pendant was on the o-arm test system and immediately reproduced the described problem. The pendant displays: "disconnected for mvs line, and a red x". Used firmware installer and noted the current firmware rev on the pendant, and the firmware rev of current installer are same. After firmware installer, the pendant came up displaying motion required calibration. Performed motion calibration, and pendant functions as expected. The reported event was confirmed to be caused by corrupted firmware.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
Return requested. Replacement o-arm control pendant shipped to site. Returned suspect o-arm control pendant is currently under analysis. No further issues have been reported.

Event description:
A site representative reported that, while in a procedure, the imaging system pendant showed the message verbunden aber nicht bereit (connected, but not ready). The imaging system was not working properly, the mobile viewing system (mvs) did not work properly. The site stated that the patient was under anesthesia as they became aware of the malfunction of their imaging system. Intra-op no delay in therapy has occurred. The surgeon opted to continue and completed the procedure with the use of the navigation system, however, discontinued the use of the imaging system. As there was no intra-op imaging, the site performed a post-op computed tomography (CT) scan while the patient was under anesthesia. Delay in therapy was 60 minutes or less. There was no impact on patient outcome.